Manufacturer narrative:
Bci customer technical support instructed the customer to power down and to reboot the system. The system booted properly and no further leaks were observed, but the system compressor failed to stay on. Field service engineer replaced compressor, valves, and set the pressure settings. The fse primed the instrument 30 times without errors.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to error messages and a leakage on unicel dxc 600 pro synchron clinical system. The customer received low pressure air supply low error messages and wash dilution was pouring out. The system did not respond to stop/home command. No fume was produced and the customer was neither harmed nor needed medical treatment from exposure to leakage.